Manufacturer narrative:
(B)(4) - white substance on batteries and battery compartment. The product has been requested to be returned, but has not been received for investigation. Note: the instructions for use has a warning statement: do not mix old and new batteries or battery brands. This may cause rupture or leakage and damage the alarm. Note: this submission is based solely on the user facility statement. (B)(4).

Event description:
The customer reported that the alarm has power. However, they noticed white dust has developed on the batteries and has resulted in the batteries sticking together. The customer did not feel comfortable with cleaning the battery compartment and replacing the batteries. Customer is unsure if the batteries have been replaced or if they were mixed with old or new batteries. There was no pt incident or injury reported.